Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. After exchange of the reaction cells/cuvettes and installation of a special wash, the qc results were within range. Based on this information, increased turbidity of the reaction cells/cuvettes was most likely the cause for the discrepant patient results.

Event description:
The customer received four complaints for high hemoglobin a1c results and noticed her qc results were drifting higher since (B)(6) 2015. Of the data provided, only the results for one patient sample were discrepant and reported outside the laboratory. The initial result on (B)(6) 2015 was (B)(6) and was reported outside the laboratory. The physician questioned the result and the sample was repeated on a poc analyzer on 04/22/2015 and the result was (B)(6). The customer did not know if the patient was adversely affected. The reagent lot number was 60172801 with an expiration date of 11/30/2015. The field service representative found pinched vacuum tubing between the rinse nozzles and vacuum vessel and replaced the tubing. He replaced all pipettor seals and vacuum diaphragms, cleaned and checked all mechanisms, and checked all adjustments. He verified all mechanisms were working properly and the customer ran calibration and qc with result in range. The field application specialist assisted with calibrations, qc and precision testing with results within guidelines.